Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. The device has been explanted.

Event description:
Healthcare professional reported a left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one opening in radius side assessed as fold flaw opening and broken in anterior side assessed as surgical damage. Additional observations: ¿ creases are observed. ¿ nicks striated assessed as surgical tool scratch like. ¿ missing shell assessed as inconclusive. ¿ wear abrasion is observed. ¿ stress marks are observed assessed as non-penetrating nick.